Manufacturer narrative:
(B)(4). B5: describe event or problem- additional. D9: device availability- additional. G3: date received by manufacturer- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer- additional. H6: event problem and evaluation codes- additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volts. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The field entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.